Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed due to an internally shorted inverting charge pump on the ca board. Upon investigation the monitor was unable to complete a baseline and failed essential performance testing. The root cause for the defective component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the inverting charge pump. There was no adverse event that resulted from the damaged monitor.